Event description:
Consumer reported complaint for erratic blood glucose test results. Personal care facility is calling on behalf of the customer. The customer is concerned with test results from back to back blood tests of 383, 250 and 338mg/dl fasting. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Caller stated that the doctor keeps decreasing and increasing customer's insulin based on the blood glucose test results. Caller did not disclose if they contacted the doctor about the blood glucose test results using the true metrix air meter. Customer was not using the proper testing techniques. During the call, a back to back blood test was performed by the customer fasting and produced test results of 292mg/dl and 303mg/dl using true metrix air meter. The product is stored according to specification in the medcart. The test strip lot manufacturer¿s expiration date is 09/23/2022 and test strips were opened a few days prior. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to caller's statement that 'doctor keeps decreasing and increasing insulin based on blood glucose results" meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 22-feb-2022 to ensure the replacement products resolved the initial concern - able to establish contact with nurse who stated customer had moved out of the facility and that he took everything with him; it is unknown if the replacement products resolved the customer's initial issue.

Manufacturer narrative:
Sections with additional information as of 11-april-2022 h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-062: user had poor technique.